Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device would not turn on after the customer installed a new battery pca. There was no patient involvement.